Manufacturer narrative:
Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from follow-up report #2. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site bleeding issue was not determined due to lack of sufficient clinical details and unreturned product for further investigation. The root cause of the suction alarms was most likely patient condition related based on the provided clinical details and data log analysis.

Event description:
The complainant reported that the patient endured bleeding from multiple sites during impella cp support. The patient was noted to be bleeding actively orally, through chest tubes, and from the impella site. Pressure was applied to the site and blood products were given to manage the condition. Support continued uninterrupted following the intervention.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Engineering assessment: an impella cp was implanted on (B)(6) 2025. During impella cp support, it was noted the impella position was slightly deep. Suction alarms occurred along with decreased lv waveform contractility. Patient decompensated and bleeding was observed from multiple sites. Exact case details are unknown due to patient transfer; however, the patient continued on cp support until reported explant on 2025. The patient was then given an iabp, but due to patient condition, escalation to impella 5.5 was pursued. Patient continued on 5.5. Support for the duration of the case. H6 medical device problem code for "restricted flow rate (a140508)" was added.

Manufacturer narrative:
B.7 information was added as it was inadvertently omitted from the initial report that was submitted. D.3 manufacturer name should not have contained numbers behind it on the initial report that was submitted. Manufacturer fax number was added as it was inadvertently omitted from the initial report that was submitted. E.1 initial reporter phone number and zip code extension were added as they were inadvertently omitted from the initial report that was submitted. The zip code field was updated as it was previously entered incorrectly in the initial reporter postal code field on the initial report that was submitted. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturer contact fax number was added as it was inadvertently omitted from the initial report that was submitted. No product was returned for investigation. The device history review was completed and the pump passed all the post sterile inspection checks. Access site bleeding : the root cause of the access site bleeding issue was most likely patient condition related since the patient is bleeding through the chest tube site, impella site, foley site, and orally.